Event description:
It was reported that patient experienced an issue where the insulin build up under the skin on (B)(6) 2026. This issue led to an increase in blood glucose level that later stabilized. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.